Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.

Event description:
Customer reported that device was not charging. There was no reported pt involvement.